Manufacturer narrative:
Model number/catalog number: 72404155, batch/lot number: 660728016 model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient indicated suspecting fluid loss in an inflatable penile prosthesis (ipp). The patient reported that when he pumps his device, the pump "goes flat and nothing happens". It was also reported that the patient was going to make a future appointment with the physician for assessment. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that no appointment has been set as of now. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient indicated suspecting fluid loss in an inflatable penile prosthesis (ipp). The patient reported that when he pumps his device, the pump "goes flat and nothing happens". It was also reported that the patient was going to make a future appointment with the physician for assessment. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that no appointment has been set as of now. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received. The patient underwent a replacement surgery in which the existing ipp was removed and replaced with a new system.

Manufacturer narrative:
Model number/catalog number: 72404155 batch/lot number: 660728016 model/catalog description: reservoir 65 ml pc/iz.